Manufacturer narrative:
The customer returned the strips for investigation. The returned test strips were measured with a retention meter using liquid qc of a high level. Testing results: vial 1; qc 1: 3.5 inr, qc 2: 3.3 inr, qc 3: 3.5 inr. Vial 2; qc 1: 3.4 inr, qc 2: 3.4 inr , qc 3: 3.4 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coagucheck meter serial number (B)(4) compared to the laboratory results. On (B)(6) 2019 the result from the meter with capillary blood was 3.0 inr and the result from the laboratory with venous blood was 2.05 inr. On (B)(6) 2019 the result from the meter with capillary blood was 2.6 inr and the result from the laboratory with venous blood was 1.9 inr. The measurements were within 7 hours. There was no adverse event. The customer's therapeutic range was 2.0 - 2.5 inr. The device was requested to be returned for investigation. Retention test strips (lot 322642) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification.